Event description:
It was reported that during a rotator cuff repair, two needles broke and remain in the pt's right shoulder. The surgeon tried to shave the tips out both times with no success. No further pt info was provided at the time of this report, or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and eval is in progress. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event would be hitting bone with the needle. A new labeling statement is being placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause pt injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and pt injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter. If additional relevant info is obtained from the investigation, a follow up report will be submitted.